Event description:
In 2002, the end-user called medtronic minimed and stated that the cannula was crooked and the customer's bg's elevated. In 02/2003, maersk medical a/s received the complaint and 2 used sets.